Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.50/+2.5/087 (sphere/cylinder/axis) in the patients eye. The reporter indicated they are having under correction problem and is not able to see things clearly. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age or date of birth: unk, weight: unk, ethnicity: unk, race: unk, date of event: unk, implant date: unk. Explant date: unk. Initial reporter name and address: unk. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated the issue has resolved and there is no problem now. (B)(4).